Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a cracked screen of unknown cause, and the device¿s water resistance and overall functionality were considered in question; a replacement device was provided and the damaged unit was ultimately returned. Symptoms included no reported adverse health effects and no alerts or alarms. Outcomes included continued therapy with backup planning and no hospitalization. Investigation included customer service assessment, verification of shipping and device return, and review of device history as part of standard intake and processing. Investigation of this case revealed damage to the display component consistent with a broken or cracked screen, with no evidence of device-generated alarms and no impact to blood glucose control documented. It was concluded, based on previously established findings for similar reports, that user handling or external mechanical stress was the likely cause.